Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm for patient disconnect had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer replaced the flow sensor assembly, but the unit still alarmed. The remote service engineer (rse) advised the customer to run performance verification test (pvt) to isolate the failure and the rse would provide part numbers of the part to replace for the failure. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.